Event description:
The customer reported that the system would not display an image when trying to perform fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier power supply was replaced and the potentiometer was adjusted. The system was tested and found to be working as intended and put back into service.